Event description:
Same pt as MFR #6000093-2004-00684. Clinical study: it was reported that 119 days after a coronary drug eluting stenting treatment procedure, the pt experienced a myocardial infarction (mi). The pt was enrolled in the program in 2004. Target lesion 1 was identified in the mid lad with 70% stenosis and a 3.0 mm reference vessel diameter. Target lesion 1 was treated with placement of a 3.0x 32mm taxus stent. Residual stenosis was 0%. The pt tolerated the procedure well and was given 9,000 units of IV heparin and returned to the ward. Four mos later, the pt had an ulceration in the medial portion of their leg and underwent femoral popliteal bypass surgery. The pt presented to the clinic with increasing pain and drainage of the area and was found to have necrosis of the achilles tendon and a non healing left foot ulcer. The next day, the pt underwent debridement of their achilles tendon. Postoperatively, the pt had shortness of breath, was hypertensive and in respiratory distress requiring a face mask and lasix. EKG showed both st depressions and elevations, and the pt's cardiac enzymes met guideline criteria for myocardial infarction. Cardiac catheterization the next day revealed: lad-75% proximal/ostial stenosis, mild distal disease, lcx-mild disease, rca-70-80% stenosis, 100% ostial stenosis, distal filled with collaterals. Cardiology consults recommended discontinuing plavix. The consult noted that the pt was not a candidate for CABG secondary to poor conduit and recommended continuing medical management. The pt did have some chest pressure which was relieved by nitroglycerin. Four days later, the pt was transferred to the renal service for worsening of their chronic renal insufficiency and mental status changes likely secondary to medication. The pt's mental status and renal failure improved, and lower extremity edema improved with lasix. The pt was discharged home 5 days later. In the opinion of the physician, the relationship of the event to the taxus stent is "not related", but the relationship of the event to the target vessel is "probable."